Event description:
The customer reported via phone call that the insulin pump alarmed motor error during fix prime. Customer's blood glucose was 120 mg/dl. The customer does not use sensor feature on the insulin pump. During the troubleshooting, the customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. No further information provided.

Manufacturer narrative:
Insulin pump was received with motor error alarm during occlusion test due to faulty force sensor. Motor passed motor test. Insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.